Event description:
It was reported that the fr2 did not shock ventricular tachycardia, and an ECG analysis was requested. Upon review of the info by the company, it was determined that the users accessed manual mode, but no manual functionality (i.e., analysis, charge or shock) was recorded. Another manual defibrillator was used to deliver a shock. This event is being filed as user error.

Manufacturer narrative:
The device's internal memory was provided for analysis. There is no info in the file that suggests the device malfunctioned. The device made two no shock decisions and performed according to its specifications. This event is being filed as user error, since it cannot be determined if this event should recur.